Manufacturer narrative:
In the event the devices are returned to the manufacturer, no analysis will be performed as the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 5. Reference MFR reports: 1627487-2018-06407, 1627487-2018-06455, 1627487-2018-06456 & 3006705815-2018-01641. It was reported the patient experienced drainage from a small area of the scs implant incision site. The area was not specified if drainage was from the ipg or the lead site. Reportedly, the md observed pus from the scab. No cultures were taken. Consequently, the patient's scs system was explanted. The patient was reportedly treated with antibiotics, and the issue has resolved.